Manufacturer narrative:
This case was reopened on 8/14/1997 when samples were returned by the customer. Co rec'd: 8888-160531, 160553, 160336 lots #455191, 456254, 455430 and an empty package from 8888-160333 lot 457235. Samples were tested for leakage and hubs pulling away from the pigtail. Separation forces were measured. No failures were observed. No hubs separated. Lot histories were unremarkable with regard to the complaint. Co is unable to determine the cause of the reported failure.

Event description:
Neonatologist reported that one of the catheter hubs broke off while the catheter was in place, leaving only one lumen available. He stated that he had to replace the catheter to continue working on the pt, but no injury and/or significant delay were obvious at the time of occurrence. The pt was not in danger at any time.